Event description:
It was reported to boston scientific corporation that two to five days after an esophagogastroduodenoscopy (egd) procedure, the patient experienced recurrent hemorrhage. The patient was admitted to the intensive care unit for transfusions. No problems with the use of the speedband superview super 7 ligator were reported.

Manufacturer narrative:
The device has been disposed of by the user facility; therefore, no device evaluation can be conducted and the relationship of the device to this event will be undetermined.